Manufacturer narrative:
(B)(4).

Event description:
Product sheath sheared off while inside patient, revealing a long spiral of metal. Patient unharmed and the provider was able to remove it in this condition without breakage. The removal was performed after initial insertion. No separate procedure required. No additional product was used.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Product sheath sheared off while inside patient, revealing a long spiral of metal. Patient unharmed and the provider was able to remove it in this condition without breakage. The removal was performed after initial insertion. No separate procedure required. No additional product was used.